Manufacturer narrative:
An event of stroke/cva was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation determines the reported stroke appears to be related to procedural circumstances. The reported hospitalization was the resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 23mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. During the procedure the patient experienced a stroke. The device was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The patient presented with slurred speech and difficulty finding words. No intervention was required. The patient had prolonged hospitalization for monitoring. The user believed the patient experienced a stroke due to being under a prolonged hypoxic state under anesthesia before treatment with the device. The patient was discharged to rehabilitation. The patient status was stable with improving symptoms.